Manufacturer narrative:
The reported event that locking screw anchorage 3.5mm/l16mm was alleged of 'device damaged' could be confirmed, since the returned device is slightly damaged on the thread of the head. Based on investigation, the root cause was attributed to be user related. Please follow exactly the corresponding op-tech to avoid damaging the screw. When using the drill guide the thread of the screw cannot touch the plate and therefore the screw cannot be damaged by the plate. One possibility is that the surgeon was drilling without a drill guide and therefore the hole for the screw was decentered. When the surgeon was inserting the screw in the de centered hole the screw was damaged by touching the plate. Other possible causes leading to this damage on the thread of the head could be: debris in the threads interfering with screw advancement or over torque applied during screw tightening. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon reported that she was inserting a 3.5mm screw into an anchorage foot plate and that during tightening, a small shaving of metal came off the screw. The shaving fell onto the bone and was immediately retrieved using forceps. The surgeon attempted to implant 2 further screws and these also appeared to be too big for the plate. Surgery was completed using a 3.00mm screw instead. There was a 5 minute delay to surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported that she was inserting a 3.5mm screw into an anchorage foot plate and that during tightening, a small shaving of metal came off the screw. The shaving fell onto the bone and was immediately retrieved using forceps. The surgeon attempted to implant 2 further screws and these also appeared to be too big for the plate. Surgery was completed using a 3.00mm screw instead. There was a 5 minute delay to surgery.